Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. The device also had a scratched lcd window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the buttons on the insulin pump were not responding properly. The customer stated that the battery was removed for 3-4 hours but the keypad issue persisted after changing the battery. Blood glucose value is unknown. The insulin pump was replaced and returned for analysis.